Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. It is visible in the logs that the dosing always worked well during ventilation. The concentration measured by the cell was too low (even at 30% setting). Looks like the cell depleted.

Event description:
Customer reported alarm 389 - "no o2 dosing possible". Customer reported with patient involvement. However, no harm and no medical intervention occurred in this reported event.

Manufacturer narrative:
Additional information: device received but still waiting to complete the investigation. Method and conclusion code information updated. The device was received and is currently being investigated.